Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 280. It was reported that the customer was very ill and vomiting frequently, so she was taken off of the insulin pump. Troubleshooting was performed, and the programming on the insulin pump was correct. The insulin pump passed the prime and high pressure tests. It was found that the customer had changed her infusion set prior to being hospitalized, but she had not changed the reservoir. The customer was advised to change the reservoir at the same time as the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.